Event description:
It was reported that the pump was warm to the touch despite being in room-temperature conditions. The customers blood glucose level was reported around 350-400 mg/dl. The customer declined assistance from tandem technical support regarding the issue. No additional patient or event information was available.